Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog."

Event description:
It was reported that multiple occlusion alarms occurred and insulin was not observed exiting the infusion set tubing. Pump supplies were changed to address the reported issues. Customer's blood glucose was 250 mg/dl. Reportedly, customer was using humalog longer than the labeled 48 hours.